Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 02-nov-2022. H6. Investigation summary: four mv0420-0006 samples were received for investigation in sealed packaging; three from lot 212064 and one from lot 212085. From the information provided by the customer it appears that the customer experienced damaged connecting tabs during attempted vial access; the customer provided photographs of the affected product, analysis of which confirms the customer's experience . The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. It was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned product and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. A review of the production records for lots 212064 and 212085 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported damaged vial access device.

Event description:
It was reported while using smartsite¿ vented vial access device the spike is broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: the spike at the coupling breaks, not piercing the rubber of certain drugs. The bayonet fitting does not allow access to the syringe very often, putting the operator at risk.

Event description:
It was reported while using smartsite¿ vented vial access device the spike is broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: the spike at the coupling breaks, not piercing the rubber of certain drugs. The bayonet fitting does not allow access to the syringe very often, putting the operator at risk.

Manufacturer narrative:
The manufacturing location for this product is yukon. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.